Event description:
Asap too study. It was reported an ischemic stroke occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 22mm. Prior to the procedure, aspirin was administered and after the implant the patient was started on aspirin and clopidogrel. The patient was discharged from the hospital the same day. On (B)(6) 2018, the patient was admitted to a different hospital than the implanting hospital with facial droop and dysarthria. At the time, the patient was taking aspirin and clopidogrel. The suspected cause of the event was cerebral stroke. On (B)(6) 2018, a magnetic resonance imaging (MRI) of the head was performed which showed no evidence of restricted diffusion to indicate any acute event, moderated ischemic changes were seen within the white matter of both cerebral hemisphere, multifocal susceptibility was seen with both cerebral and cerebellar hemispheres compatible with microhemorrhages and amyloid cerebral angiopathy. The MRI suggested no evidence of restricted diffusion to indicate an acute event. Moreover, the findings were consistent with background cerebral amyloid angiopathy. The patient was instructed to continue with short course of dabigatran 110 mg and have a tee follow-up. The event was considered resolved with sequelae. No signs or symptoms other than mild dysarthria recurred.